Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported migration (partial clip movement) cannot be determined. The reported tissue injury and mr are cascading effects of the reported migration (partial clip movement). Additionally, the reported patient effects of mitral regurgitation and tissue injury are listed in the instructions for use, and are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. Two clips were implanted, reducing the mr to a grade of 1-2. On (B)(6) 2023, the patient returned to the hospital and echocardiography showed one of the implanted clip had partially detached from the posterior leaflet, causing tissue damage and mr to increase to a grade if 4. On (B)(6) 2023, mitral valve replacement was performed.